Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). No product was received for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through balloon inspection process.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing before use in patient, this fogarty embolectomy catheter broke in half. There was no allegation of patient injury. There was no further information nor pictures available.

Manufacturer narrative:
Updated section d9, h6 (type of investigation) and h6 (investigation findings). Finally, the device was received for evaluation. The report of "catheter broke" was confirmed. Catheter body was broken next to y-adapter. Cross surface of broken section appeared uneven and rough. See attached photo. Catheter body matched at the broken location. No other visible damage was observed from catheter body. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The controls to detect the failure mode being evaluated are established in the manufacturing process. As part of the manufacturing process the units go through a final visual inspection for catheter tube integrity and leaks.